Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced high blood glucose over 400 mg/dl. Customer stated that it was three or four hours after eating and the insulin pump said she didn't need to give more insulin. Customer has a new insulin pump; she was sent a smaller device. Customer declined troubleshooting.